Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a nc euphora to treat a non-calcified and non-tortuous proximal lad lesion. No issues were noted with the device packaging. The device was removed from the hoop/ tray with no issues. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was not pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during advancement or excessive force required. It was reported that the physician felt the device snap when advancing the nc euphora through the guide catheter. The detachment occurred at the femoral marker and it broke in two parts. The tip of the device did not exit the guide catheter. The guide catheter, wire and balloon shaft were removed from the patient as one unit. Everything came out of the body. Procedure was completed with another device. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the hypotube had detached 42.2cm distal to the strain relief. Both ends of the hypotube were oval and uneven at the break site. The hypotube was kinked 14.0cm proximal and 12.5cm distal to the break site. The distal tip was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.